Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during prior to use that the device was overheating. There was no patient involved.

Manufacturer narrative:
B5: additional information has been updated. H3: product analysis for indigo attachment found that bearings are worn-out, bearings are corroded and spring and washer found corroded. H6: codes b01, c0601, g04011, g04119 and g04138 has been updated for indigo attachment. The previously updated codes b17, c20 and g04063 were no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845000, brand name: drill 1845000 indigo high speed otologic: serial: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the device was running less than a minute in forward mode and the irrigation was used with flow rate was 30 cc.